Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having pain in their back and the pain was located right where the implanted neurostimulators battery was implanted. Patient stated the pain started about 2 weeks ago. Patient confirmed they did not have any falls or trauma during that time. Patient mentioned the implant had not been working in 1-2 years and pt wanted to see about getting the scs device explanted. Pt reported the pain was a sharp pain that prevented them from sleeping on their implant side at night. The patient was redirected to their healthcare provider to further address the issue. Patient service specialist sent physician listings to patient via email. Additional information was received, it was reported the patient was having pain at the ins site for quite some time. Patient stated the area felt warm and pain when they touched it. Patient had a hard time walking due to the pain.